Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump was not recording the boluses and the blood glucose reading. Troubleshooting was performed. Reviewed the bolus history and found that the last bolus was recorded. The mother stated that the customer delivered a bolus and she saw the delivery going through on the screen. During the call, the mother stated that the customer was admitted in the emergency room for diabetes ketoacidosis. The blood glucose reading was 700mg/dl and dropped to 300mg/dl by the time the mother called. No further info was provided.